Manufacturer narrative:
Concomitant medical products-bone screw self-tapping 00625006540 lot 63284564, bone screw self-tapping 00625006525 lot 62854225, femoral stem 12/14 00771100900 lot 63186361, shell with cluster holes porous 00875705201 lot 63182404, femoral head sterile product do not resterilize 12/14 taper 00801802803 lot:62954981. Complaint sample was evaluated and the reported event was confirmed. Device was returned. The poly liner shows damaged constraining tabs and notches. Damage is also seen on the inner and outer diameters of the constraining ring. Dimensional analysis of the poly liner and constraining ring found no deviations from the print specifications. X-ray review from external surgeon states: dislocation of the left hip superiorly. Osteopenia. No acute fracture. Overall fit and alignment of the implants is appropriate. Acetabular cup inclination angle is about 60 degrees and appears to be within normal limits for positioning. No signs of loosening, radiolucency or other contribute factors that would cause issues with the component on any of the x-ray images. Review of revision surgical notes ((B)(6) 2016) :the pseudocapsule was carefully excised, exposing the underlying cup where the locking ring was still in place as well as the acetabular component. The femoral prosthesis was noted to be dislocated posteriorly and appeared to be stuck in scar tissue. The locking ring on cup was then removed .the liner itself which showed significant wear on the tabs on the liner. The underlying cup was carefully examined, soft tissue at the screw holes was removed and peripheral border of the cup was carefully exposed and there was no evidence of loosening of the cup. The soft tissue around proximal portion of stem was carefully removed and the stem appeared to be well fixed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products-bone screw self-tapping 00625006540 lot 63284564, bone screw self-tapping 00625006525 lot 62854225, femoral stem 12/14 00771100900 lot 63186361, shell with cluster holes porous 00875705201 lot 63182404.

Event description:
Patient was revised approximately 7 months post-implantation due to dislocation while standing up from her wheelchair.